Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a prime rewind anomaly. The customer stated they were unable to exit from the preparing to prime loop. Customer also reported they were unable to fill their line. Customer's blood glucose was 163 mg/dl. The customer reported they did not receive a second series of beep and numbers did not appear on the screen during troubleshooting. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed a33 during prime/a33 test due to force sensor resistor damage by moisture. The insulin pump was received with cracked case at the display window corners, belt clip slot, battery tube threads and minor scratched display window.